Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit loss of capture (loc) on this left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and upon review, it was noted that rvat (right ventricular automatic threshold) and raat (right atrial automatic threshold) auto thresholds performed successfully. No adverse patient effects were reported. At this time, this lead remains in service.